Manufacturer narrative:
Patient information not available for reporting. The 510k: this report is for an unknown tibia nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a cannulated connecting screw would not release from a suprapatellar nail during an suprapatellar nail procedure of the tibia. Nail and screw removal was done since the cannulated connecting screw would not disengaged from the nail. Thus, x-ray was performed since the nail would not release from the insertion handle because of the cannulated connecting screw, they had to remove all screws from the patient and remove the nail and insert a new nail and new locking screws. When the nail was taken out and a new nail was inserted, the cannulated connecting screw would not release again from the new nail. The tip of the nail (1st nail used) broke off and there were fragments generated from the broken nail. The surgeon didn¿t find the piece until they did a MRI the next day. The patient had to be brought back into the or to remove the broken tip, all fragments of the nail tip were removed the next day easily, without difficulty without having to remove the nail. Outcome was reported as fine but there was a 70 minutes delay. Surgery was completed successfully. Concomitant device reported: radiolucent insertion handle for expert nails 100mm (03.010.486, lot number unknown, quantity 1). This report is for one (1) unknown tibia nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: manufacturing location: monument; manufacturing date: 21-feb-2017; expiration date: 31-jan-2026; part number: 04.004.252s, 8mm ti cannulated tibial nail ¿ ex/360mm-sterile; lot number: h302064 (sterile); lot quantity 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Scn 13465 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed because the complaint condition was related to difficulty getting the insertion bolt to release from the nail and, therefore, DHR review of the raw material would not be relevant to the reported condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event,brand name,UDI #, device manufacture date: additional information provided. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an 8mm titanium (ti) cannulated tibial nail-ex/360mm-sterile.